Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates the pinch clamp does not occlude.

Event description:
The customer alleges that the catheter clamp broke.

Manufacturer narrative:
(B)(4). The customer returned a 2-l 15 fr x 27 cm catheter with a broken red pinch clamp on it for investigation. Only part of the broken pinch clamp was returned. Visual examination of the pinch clamp revealed that the clamp was broken/separated in three places. The clamp was separated on one side of the proximal curved opening and separated on both sides of the distal curved opening. The bottom half of the distal curved opening was not returned. Microscopic examination of each of the separation points revealed white marks on the pinch clamp, which indicates stress. The instructions for use (IFU) provided with this kit warns that all chronic dialysis catheters should be used only as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The customer did not provide the amount of time this device was used for. (Con't) other remarks: the reported complaint that the pinch clamp broke was confirmed through visual inspection of the received sample. Visual examination of the pinch clamp revealed that the clamp was broken/separated in three places. The clamp was separated on one side of the proximal curved opening and separated on both sides of the distal curved opening. The bottom half of the distal curved opening was not returned. Microscopic examination of each of the separation points revealed white marks on the pinch clamp, which indicates stress. The IFU warns that all chronic dialysis catheters should be used only as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The customer did not provide the amount of time this device was used for. Based on the condition of the clamp and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter clamp broke.